Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-02376 / 02377). Product location unknown.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately seven years post-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted revision due to pain, pseudocyst, and elevated metal ion levels. During the procedure, large pseudocyst, brownish-grayish metallosis, metal debris, inflammatory fluid, well fixed femoral component, and cavitary defect in the acetabulum which was treated with bone graft were noted. The head and cup were removed and replaced and a liner was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant medical products - biomet taperloc femoral stem catalog#: 11-103203 lot#: 846090, biomet m2a magnum taper adapter catalog#: 139258 lot#: 792610.